Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Corrected fields: e1 - email(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transducer could not be activated due to poor contact and damage on transducer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective transducer was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that lithotripsy transducer does not start with red led (light emitting diode) light. The issue occurred during set up and inspection before patient in room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.